Manufacturer narrative:
Section d10: concomitant products: equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(6)), equinoxe preserve stem 8mm (cat# 300-30-08 / serial# (B)(6)), equinoxe, humeral head tall, 44mm (alpha) (cat# 310-02-44 / serial# (B)(6)), glnd kwire (cat# 315-35-00 / serial# (B)(6)), equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, the 38-year-old white male had a left tsa on (B)(6) 2017. The patient present with infection on (B)(6) 2018. Patient has an increasingly stiff shoulder that began quite suddenly however, getting worse and fear p-acnes infection. The patient underwent the action of standard total w-preserve stem revision surgery on (B)(6) 2018. Took cultures during procedure and they presented negative. Patient formed a significant amount of calcification around at the subscap insertion. The outcome of this event is considered to be resolved. The case report form indicates that this event is possibly related to the device and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.